Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.   Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, bilateral lower extremity dvt with ivc thrombosis. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein (most commonly in the lower leg [calf] and can spread up to the veins in the thigh). A dvt is the result of three principal factors: reduced or stagnant blood flow in deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pulmonary embolism (pe), in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and is listed in the IFU as such. Factors that may have influenced the event include patient, pharmacological and dvt lesion. Without a lot number to conduct a DHR review or procedural films to review, it is not possible to determine if the reported event could be related to the device or manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported by the legal department, the plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2004. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, bilateral lower extremity dvt with ivc thrombosis. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received: a product catalog and lot number was obtained. The product was a 55 cm. Trapease ivc filter. As per the operative report obtained, the name of the procedure was inferior vena cava filler placement in the infra-renal position, across the lower half of l2 and upper part of l3 by vena cavagram. Left renal vein, which was at the junction of l1 and l2 vertebra. The estimated blood loss was negligible. The description of the procedure: after the patient was placed in supine position having undergone IV sedation, left\ groin was then shaved, prepped and draped in the usual manner. After infiltrating local anesthesia, about 1 inch below the level of the inguinal crease, an 18 gauge needle was easily advanced into the common femoral vein easily. Good venous blood returned. The guidewire was now passed through the needle and the needle was removed. Under fluoroscopy, the guidewire was passed through easily into the inferior vena cava. The dilator along with the sheath was now placed over the guidewire so the tip of the dilator was in the proximal left common iliac vein. A vena cavagram was then obtained and it was noted that the confluence of the two veins, .over the guidewire, the dilator along with the sheath was now advanced to the level of l3, and by removing the dilator the guidewire a vena cavagram was obtained, and as noted before the !vc measured about 25-26 mm. In size and the lower renal vein was noted to be at about the level of the junction of l1-l2. Following this, the catheter had already been positioned at this level of the upper part of the l3 at the junction of the l2. It was then flushed with heparinized saline and then the area containing the filter was now attached to the sheath, and using the obturator, the filter was now advanced to the tip of the catheter and then the catheter was slowly withdrawn, thereby discharging the filter across the lower part of l2 upper part of l3. Following this, the obturator was removed and the sheath was positioned below the level of the filter and another vena cavagram was obtained. Following this, it was removed and hemostasis was obtained by applying pressure at the left groin insertion site for about 5 minutes, obtaining perfect hemostasis. Following this, ½ inch steri-strips were applied, and the patient returned to recovery room in satisfactory condition. Additionally: pain related to sever and extensive dvt, leg pain and discoloration of both legs, acute and recurrent bilat both lower extremity dvt, and thrombosed ivc to the level of the filter. No additional information is available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient had a trapease vena cava filter placed for unknown indications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, bilateral lower extremity dvt with ivc thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile form indicated that the patient experienced pain related to sever and extensive deep vein thrombosis (dvt), leg pain and discoloration of both legs, acute and recurrent bilateral lower extremity dvt, and thrombosed inferior vena cava (ivc) to the level of the filter. It is also noted that the patient underwent an unspecified procedure due to ¿vein leaking¿. The patient is also unable to walk long distances, due to leg pain and discomfort from swelling and also experiences periodic groin pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, deep vein thrombosis, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the patient history, the indication for the implant or procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. Pain does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.